Manufacturer narrative:
Concomitant medical products: catheter: model 8703w, lot# l35108, implanted: (B)(6) 1996, explanted:unk. (B)(4).

Event description:
A (B)(4) infection was reported. It was noted that after a pump replacement in 2001 the patient developed (B)(4) and had the pump removed. It was noted that the catheter was "tied off," it and the anchors were left in the patient. Patient status was noted as "fine." The device system was used to infuse morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.